Manufacturer narrative:
Unknown. The reporter of the complaint was asked to indicate the product serial number, date of event and implant date. The information has not yet been received by inamed. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination could not determine the connector type associated with this report, as the port tubing connector was removed from the device and a piece of tubing directly attached to the port housing. Analysis of the device noted damage from a sharp instrument to the tubing in two locations. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. The stainless steel connector was not returned. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing, which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as, "defective port, catheter rupture."